Event description:
Zenith aortic stent graft was being used for endovascular aaa repair. The deployment device was defective. The pin wire that controls the deployment of the suprarenal fixation cuff would not pull free to deploy the anchors -- and the body of the graft had necessarily already been deployed. This resulted in an emergency conversion to open aneurysm repair, with intraoperative retrieval of the stent graft deployment system.